Event description:
Intraocular lens implanted on 12/20/94. On 12/22/94 c/o hives. Began noticing visual acuity problems, double vision. Exam on 1/20/95 revealed lens off center; residue of cataract still in capsule; distortions of capsule. Also c/o muscle weakness and joint pains. Lens removed and replaced on 3/21/95.